Event description:
(B)(4). I now have multiple sclerosis, severe migraines, horrible cramps, sharp stabbing pain in my stomach, a skin rash, painful ovulation, night sweats, abnormal periods, diarrhea, heart burn, brain fog, dizziness, high blood pressure, vitamin d deficiency, severe bloating, cysts.